Event description:
Boston scientific received information that this product was part of a patient infection. The status of the product is unknown as additional information could not be obtained. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.